Manufacturer narrative:
(B)(4). Visual evaluation of the returned device revealed the needle had punctured through the sheath at the proximal end of the distal stop. Function evaluation was performed and the needle was able to extend and retract without issues. The evaluation concluded that the condition of the returned unit was not consistent with the complaint incident that the needle was difficult to extend. However, due to anatomical and/or procedural factors encountered during the procedure, forcible attempt to extend the needle while the needle is stuck behind the distal stop would cause the needle to penetrate through the outer sheath which could have caused the failure of needle difficult to advance. Therefore the most probable root cause of this complaint is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a excelon needle was used during a transbronchial needle aspiration procedure performed on an unknown date. According to the complainant, during the procedure, the needle would not extent. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Based on the investigation finding, the needle had punctured through the sheath. This is not considered as a reportable event.